Event description:
At 6:30 am the customer took their normal medication. At 7:25 am the customer passed out at school. They tested their blood glucose and received a result of 27mg/dl. The customer was given glucose and taken to the hospital. No controls were in use. A request was made for return of the suspect device and replacement product was sent.